Manufacturer narrative:
Pr initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
I want to inform you about a defective valve. After the drainage, the valve dripped. The emergency slide clamp was used. No patient harm.

Manufacturer narrative:
Pr 1385451 follow up emdr for device evaluation one sample was received. The reported failure mode was confirmed (leakage). A leak test was performed and the sample failed. When the sample was opened up the internal components appeared damaged and debris was present. A device history review could not be completed as no batch number was provided. The most probable root cause for the reported failure mode were the internal components becoming misaligned during use. It is difficult to confirm the root cause without knowing how the components were used by the end user. Since a root cause could not be confirmed for the identified defect, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be added to the complaint management process and will be tracked and trended for future occurrences.

Event description:
I want to inform you about a defective valve. After the drainage, the valve dripped. The emergency slide clamp was used. No patient harm.